Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient was reimplanted with a new device on (B)(6) 2011. This report is filed june 19, 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a recurrent skin flap infection which was treated with antibiotics (type and date not reported). The patient subsequently underwent an incision and drainage of the site, which did not alleviate the problem. It was reported that the implant is exposed. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.